Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor patient reported sudden return of symptoms and that they wet the bed twice. Stimulation was off and was turned back on and patient was at program two at 1.2v and could feel stimulation. No further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that they took that battery out and replaced them and it now worked replaced the battery with the original battery and now their device was working. No further complications were noted or anticipated

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient reported that their battery was dead and that this why they had return of symptoms and they had a new batteries. No further complications were noted or anticipated.